Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was reported as, ¿the unit lost power.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment information found that the incident did occur during a procedure. "The distributor said that since the fuse had blown, it seems that the pneumoperitoneum was lost rapidly." There were no issues reported with the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was reported as, ¿the unit lost power.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment information found that the incident did occur during a procedure. "The distributor said that since the fuse had blown, it seems that the pneumoperitoneum was lost rapidly." There were no issues reported with the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history was reviewed and no relationship to this complaint was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised that regular inspections will assist in early detection of possible malfunctions. This helps preserve the device and increases its safety and service life. An authorized service technician has to inspect and service the device at appropriate intervals to ensure the safety and functionality of the unit. The minimum service interval is two years, depending on frequency and duration of use. If the service interval is not maintained, the manufacturer does not assume any liability for the functional safety of the device. We will continue to monitor per regulatory requirements to help ensure patient safety.